Manufacturer narrative:
(B)(4). D10: cat# 11-363662 lot# 327100 36mm cocr mod hd std. Cat# 11-104109 lot# 341230 mlry-hd por fmrl 9x150mm. Spring plates x 3 & screws. G2: foreign - event occurred in canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subseqwently, the patient underwent a second revision approximately 12 years later due to posterior dislocation, acetabular loosening, and pelvis dissociation. During the procedure, found two planes of dehiscence of the fascia, three acetabular screws were fractured, and stable dissociation of the pelvis. During the attempt to remove the fractured screws, a burr broke; therefore, the fractured screws were retained firmly in the bone. The stem was retained. The cup/screws, spring plates/screws, head, and liner were all removed and a cage/screws, acetabular augment/screws, cup/screws, head, and cemented liner were implanted.